Manufacturer narrative:
To date, information suggests that this ICD remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the shortened replacement window advisory (B)(6) 2009 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) due to a charge time measurement of 28.2 seconds and a monitoring voltage measurement of 2.67 volts, from 3.02 volts less than six months prior. There was a concern that the battery depleted earlier than expected. There was no report of adverse patient effect.